Manufacturer narrative:
(B)(4). The medical records have been reviewed by the post market clinical staff and physician. Based on the information provided, it is unknown how the device may have caused or contributed to the reported event. The hemodialysis machine (plant investigation) is ongoing and a supplemental report will be submitted once the plant investigation is complete. This is one of 4 MDR's submitted to document this reported event. Please reference the following MDR numbers: 1713747-2013-00342, 8030665-2013-00559, 30005162618-2013-00016.

Event description:
It was reported by a regional equipment specialist that he was called to a clinic to perform a machine check post an adverse event. On (B)(6) 2013: approximately 2 hours into the patient's hemodialysis treatment, he requested a blood pressure check due to feeling nauseated (blood pressure 98/70; heart rate 91, 400ml saline given, uf goal turned off) and he started to vomit. The patient became unresponsive and was taken off dialysis while continually being given saline (3l). A code was called, the patient's head was placed down and the airway was opened with 100% oxygen given via ambu bag. The code team arrived and placed the cardiac monitor on the patient to reveal no pulse and a pea state with no blood pressure. The patient was placed on the floor and CPR was initiated. Epinephrine 1mg IV and bicarbonate 44.6meq IV were given. The patient awoke and verbally responded (vitals: b/p 120/90 normal sinus hr 102; o2 sat 100% on 100% non-breather) and was transported to micu. On (B)(6) 2013: patient discharged from hospital to home in stable condition. The registered nurse facility manager confirmed that the patient was discharged from the hospital in stable condition and has returned to his regularly scheduled dialysis treatments. She added that the event was related to his preexisting health issues and not the hemodialysis machine or related products.